Event description:
Related manufacturer reference number: 2017865-2023-93524. It was reported a patient's left ventricular lead presented with high capture thresholds. The atrial lead had out of range impedance. The leads were explanted in a procedure on an unknown date. The patient status was unknown.

Manufacturer narrative:
Medwatch report number: mw5146072.